Manufacturer narrative:
The device was not returned for analysis. It could not be determined which of the 2 clips resulted in the reported issue; therefore, the manufacturing records review includes an assessment of the lot history record and complaint history for both implanted clips. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from the lots. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to worsening patient condition. The reported patient effect of recurrent mitral regurgitation (mr) is a cascading event of the reported slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy / non-surgical treatment and hospitalization (required or prolonged) were a result of case-specific circumstances, as the patient was re-hospitalized and underwent an additional mitraclip procedure due to the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling. Lot 70302u152 manufacturing date: 03/03/2017 / expiration date: 03/03/2018. Lot 70501u181 manufacturing date: 05/02/2017 / expiration date: 05/02/2018na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to <1. After three years, the patient presented with increased mr of 3-4. The medial clip was noted to be detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2020, an additional clip was implanted central between the two previously implanted clips. The mr was reduced from 2. No additional information was provided.